Event description:
It was reported that during an unk procedure, when the surgeon trigger the endo cutter, the staple couldn't pass the tissue and stop. In the end, the surgeon use another endo cutter to staple the tissue. The surgery was not delayed and was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4: batch # 548a13. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 548a13, and no non-conformances related to the reported complaint condition were identified.